Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime and insulin was squirting out of the tubing. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.